Event description:
Boston scientific received this event on 08 nov 2006. It was stated that "the first catheter was introduced normally by the doctor during the ablation procedure. However, the catheter became twisted so the doctor removed the twisted catheter and used another same catheter. The second catheter was introduced normally. The catheter became kinked during manipulation and got stuck inside the patient's heart where they had to intervene surgically to remove the wires (the wires couldn't straighten to remove out)." Additional information was received from our regional representative. The catheter was inside the left ventricle during the ablation. The patient had open heart surgery to remove the catheter and replaced the valve since it was damaged during the procedure. The patient is stable and in normal status.

Manufacturer narrative:
We have made an attempt to get the product back but the product was discarded, therefore, were not able to conduct the product analysis. Review of device history records (DHR) showed this batch met all required specifications. There are no other complaints reported for this batch. It appears that the catheter in question was being used to ablate underneath the mitral valve. Most likely, it was being used in an effort to ablate an accessory pathway (or perhaps vt), and was introduced into the left ventricle via a retrograde transaortic approach. Assuming this was the case, there is a known risk of the catheter becoming entangled with one or more of the chordae tendinae. The chordae are tough, string like structures that run from the papillary muscles in the ventricle to the cusps of the valve. During extensive manipulation of the catheter under or around the chordae, it is possible to get the catheter entangled in those structures such that it is difficult or impossible to remove the catheter without surgical intervention. The risks of this outcome is probably more likely if the catheter was extensively rotated ("torqued") during manipulation. Damage to the chordae or the valve cusps may result either during the entanglement or during efforts to remove the catheter.